Manufacturer narrative:
UDI number: (B)(4). The sapien 3 valve was returned to edwards for evaluation. Visual inspection confirmed the presence of particulate on the valve. During product evaluation in post-decontamination, the particulate was found floating within the bottom of the jar. Particulate was removed from jar and placed on dry lid for further analysis of characteristics. The particulate appeared to be a white string of cloth material. The valve itself was thoroughly analyzed for any damage or irregularities, specifically for cloth damage. A clump of material was identified hanging loosely from a thick knot tail near cp1. It was traced to a thin string of the same material coming from the back of the integral tab. The stitches and integrity of the tab were carefully observed for any damage, however there was no damage noted. The thread-like particulate did not appear to have originated from the tab itself, but may have been caught around it. Cloth components were also checked for damage, nevertheless no abnormalities were observed. Material analysis was performed fourier transform infrared spectroscopy (ftir) on the isolated material collected from the returned valve. The results indicated that the material showed similar absorption characteristics to polyester. Review of the DHR/work orders related to the manufacturing of the device and components did not reveal any manufacturing issues related particulate contamination. Lot history review did not reveal any other complaints related to particulate contamination for the work order related to valve serial numbers ((B)(4)). Complaint history review from september 2016 to august 2017 revealed eight (8) other returned complaints for contamination particulates on the sapien 3 valve. None of these complaints were reported as matching polyester. A review of complaint history reveals that the occurrence rate for this complaint code for the sapien 3 prime valve did not exceed the august 2017 control limits for this trend category, ¿particulate, contamination¿. A manufacturing process walk-through was also performed and reviewed in order to determine where the polyester particle may have originated. Eight (8) items were identified in the clean-room that are comprised of polyester. Of these, 4 materials were eliminated as potential sources as the material color did not match the particulate found on the valve. During the manufacturing process, the sapien 3 valves are manufactured under controlled environments in clean-rooms. All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During valve assembly, in-process glutaraldehyde are changed out daily and at the end of an assembly step once it is completed for the work order. The standard operating procedure also enforces use of clean room tape to wipe the removed/cut sutures at the work stations. During manufacturing, the valves are 100% visually inspected under 8x magnification before holder inspection and after holder inspection. The visual inspections are able to identify the presence of any fibers and particles such as particulates, free sutures, debris, on the valves or inside the jar. The in process glutaraldehyde is also changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or on the valves. Prior to final packaging, 100% visual inspection is performed to ensure no foreign materials (e.g. Particulates, free sutures, debris) visible to unaided eye, are present on the valves and inside the jars. In this case, the complaint of ¿valve ¿ particulate, contamination¿ was confirmed based on visual inspections during the product evaluation. Although the exact source of the observed fiber was not able to be confirmed, four (4) potential sources of the polyester material were identified within the manufacturing line/process. A CAPA was previously initiated to address the related issue of excessive fibers found after preliminary packaging (ppk) for mitral surgical heart valve. Since the scope of the CAPA affects the manufacturing processes in ppk, which is the same process across all other valve products (including thv), the investigation and corrective action activities documented in the CAPA are considered applicable to sapien 3 (thv) valves. As part of the implementation phase of the CAPA, multiple corrective actions were completed to reduce the generation of fibers. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the device prep for a tavr procedure, ¿slimy¿ white debris was found on the 23mm sapien 3 valve upon opening. The valve was not used for the procedure. The tagalert tag read ¿ok¿ and the valve was not expired. The valve was returned to edwards lifesciences for evaluation. During product evaluation in post-decontamination, the particulate was found floating within the bottom of the jar (figure 3a). Particulate was removed from jar and placed on dry lid for further analysis of characteristics (figure 3b). The particulate appeared to be a white string of cloth material. The valve itself was thoroughly analyzed for any damage or irregularities, specifically for cloth damage. A clump of material was identified hanging loosely from a thick knot tail near cp1 (figure 3c-e). It was traced to a thin string of the same material coming from the back of the integral tab (figure 2f). The stitches and integrity of the tab were carefully observed for any damage, however there was no damage noted. The thread-like particulate did not appear to have originated from the tab itself, but may have been caught around it. Cloth components were also checked for damage, nevertheless no abnormalities were observed.